Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitoring readings on the dexcom mobile app but not on the ilet, consistent with cgm signal loss to the ilet due to starting the sensor on the dexcom app before starting it on the ilet. No adverse clinical symptoms reported. Outcomes included restoration of cgm data display on the ilet during the call after education to initiate the sensor on the ilet first, then on the dexcom app. User support included troubleshooting and user education. Investigation of this case revealed user setup sequence as the cause of the signal loss, with device function returning to expected performance once the correct initiation sequence was followed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.

Manufacturer narrative:
Initial.